Event description:
Customer's daughter reports back to back testing on the same meter while using the aviva system with results of 404mg/dl and 108mg/dl. No quality control were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.